Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes section d9: returned to manufacturer on: 12/18/2024 section h3: device evaluated by manufacturer: yes device evaluation: visual inspection was performed on the suspect product and found the lens was received cut into four pieces and a haptic was cut. Due to the returned condition no further evaluation could be performed. Conclusion: the complaint issue "rotation" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2 and a3b: unknown/ asked but not available. Section b3: date of event: unknown. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was plan of explant of preloaded intraocular lens (iol). From additional information it was learnt that the patient complained of diplopia after implantation of the lens. The lens was multifactorial. The axis of lens was off by a few degrees, lens target power was slightly off target. Patient feels better with exchange of lens. Lens alignment was off during the implantation of the lens. The lens was 20 degrees off axis. The lens did not have other issues. No further information was provided.